Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.